Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2012, the patient experienced chest pain due to angina during walking and restenosis was confirmed. In (B)(6) 2012, angiography was performed and restenosis was confirmed. Pci was scheduled at a later date. The patient was discharged. In (B)(6) 2013, tvr was performed and treated with the previously reported promus element stent.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04283. (B)(4). It was reported that post stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2008, a taxus express 2 stent and an express2 stent were implanted in a lesion located in the mid left anterior descending artery (lad). In (B)(6) 2013, unstable angina and restenosis of the distal lad were identified. A promus element stent was implanted. The patient was discharged two days post procedure. The patient condition was reported as recovered.

Event description:
It was further reported that the procedure performed was a target lesion revascularization.

Event description:
It was further reported that in (B)(6) 2013 during hemodialysis treatment, patient temporally lost his consciousness and after that patient had chest pain, he was transferred to the hospital and pci was performed. Patient became better after. In (B)(6), the patient felt chest pain due to angina during walking. In (B)(6), follow up angiography was performed, restenosis was confirmed. Pci was scheduled at a later time and patient was discharged.

Event description:
It was further reported that for valve replacement and valvuloplasty, antiplatelet (bayaspirin and panaldine) were stopped on (B)(6) 2011, and heparin was administered from (B)(6) 2011. Dosage of warfarin was changed due to inr (international normalized ratio).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).